Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the reported issue (b30 error code) was unable to be duplicated, a root cause could not be conclusively determined. It is likely that since the electrical contacts of the output connector were corroded, poor contact occurred, potentially causing the reported issue. Regarding the corrosion of the electrical contacts, it is likely that water droplets or dirt were temporarily attached to the electrical contacts (either the subject device or the scope that was in-use); or the subject device was used and stored in a highly humid place. The device's instructions for use (IFU) describes the following warning: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and / or dirty electrical contacts, the endoscope and light source may malfunction." The following items are also described in the IFU regarding proper care and storage: "dry the light source thoroughly." "Store the equipment at room temperature in the horizontal position in a clean, dry, and stable location."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed as the device was tested with scopes and no error codes were displayed. Further inspection of the device did note front panel mouth damage. The olympus lamp life meter read at 50+ hrs. Light intensity output measured within range. Corrosion and dust on the contact pins inside the scope socket were noted. The main power switch was up to date. The fan was functioning properly; however, there was water invasion noted inside the air pump tubing. Five new component parts were installed on the device, successfully tested, and the unit was returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, during a colonoscopy procedure, the evis exera iii xenon light source presented a b30 error code. According to the initial reporter, the device was inspected prior to the procedure and no abnormalities were noted. The video connector was not loose or damaged/worn. The settings were checked and all found to be correct. No debris was noted on the electrical connections, and no additional error codes or alarms were experienced. They were having this issue when using both 180 and 190 scopes. Reportedly, there was no patient injury or medical intervention associated with this event. The procedure was completed without delay using a different device.